Event description:
It was reported that the patient had a staph infection. The pump had to be taken out and had to be put back in. The patient¿s therapy was indicated as intrathecal baclofen (itb), but the specific type of drug used at the time of event was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).